Event description:
It was reported that a patient underwent a gynecological procedure in 2007. The customer reported that during the procedure, "the blade was not cutting the way it should. It was dull and would not cut through much tissue at all." No noise or vibrations were noted. The procedure was completed but the surgeon had to open the patient up to remove the uterus. No additional information is available at this time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.